Manufacturer narrative:
Reporting address & institution phone #: (B)(6).

Event description:
The international philips field service engineer (fse) reported a touch screen was misaligned and could not be calibrated during preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the international philips field service engineer (fse) and confirmed the reported issue. The fse replaced the touch screen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported. The replaced parts have not had an internal component analysis at this time. A supplemental report will be submitted when the part has been evaluated.

Manufacturer narrative:
The touchscreen assembly was received for failure analysis. Visual inspection of the returned part revealed no evidence of damage or contamination. The touchscreen assembly was tested, and no failures were identified.